Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebp1544 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number rebp1544 have been reported from the same (B)(4) facility.

Event description:
It was reported that the puncture was successful with good reflux of blood. It was stated the customer introduced the metal guidewire and it was noticed that it did not progress, seeming to coil inside the vessel. When removing the guidewire, it was reported that it was crooked and not possible to be used a second time. No patient injury reported. This file addresses the first device used.